Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed and this is the 2nd related complaint for needle hub separates on lot # 9343326. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9343326 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the hub separates from device with a bd insulin syringe with bd ultra-fine¿ needle. This occurred on 7 separate occasions during use, however, the date/time is unknown. The following information was provided by the initial reporter: reported every time she removes the orange cap the needle comes off and gets stuck in the cap. Sated this has been happening everyday for a week. Stated this has happened with a total of 7 insulin syringes so far, from current box.